Event description:
Same as MFR #6000089-2004-01197. It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The lesion being treated was in the circumflex artery (cx). The physician successfully deployed a taxus express2 - 2.5 x 16 mm stent in the mid-distal cx at 12 atms. Upon withdrawing the fully deflated balloon the physician felt resistance. The physician then pulled on the stent delivery device causing the guide catheter to suck down the vessel and releasing the balloon from the taxus stent. The physician then pulled the balloon out with the guide catheter at the taxus stent. After the balloon was removed from the pt's body the physician went in again to treat the proximal cx with a taxus express2 - 3.0 x 20 mm stent. The taxus express2 - 3.0 x 20 mm stent was successfully deployed at 14 atms. However, again upon withdrawing the fully deflated balloon the physician felt resistance. The physician then decided to deep seat the guide catheter down to successfully remove the balloon. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."